Event description:
A home pt's spouse contacted baxter's technical service center for assistance during the initial drain cycle of their automated peritoneal dialysis therapy regarding a system error 2240 alarm. Per initial report, the home pt initial therapy prior to connecting their transfer set to the pt line of the homechoice set. Baxter technical service center assisted the home pt's spouse in ending therapy early. No pt injury or medical intervention was associated with this incident, per the home pt's primary care nurse.